Event description:
The facility reported a pump with failure code 812:02. This occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.